Event description:
It was reported that the patient experienced syncope due to noise on the right ventricular (rv) lead resulting in oversensing and pacing inhibition. Abbott technical support was contacted and the rv lead was capped and replaced to resolve the event. The patient was in stable condition.